Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation. 1 device was confirmed; evidence was found during testing that the device caused the accessory to break. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which an accessory broke while using with the device. There was patient involvement; no patient impact.